Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on anterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and striated opening on anterior. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). A striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side leak" and "particles in valve." Device has been explanted.

Event description:
Healthcare professional reported "right side leak" and "particles in valve." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.